Manufacturer narrative:
The customer previously reported the image issue with this cable on (B)(6) 2019 (reference MDR number 9615393-2019-00128) and was provided with a replacement device under warranty. The customer was advised to remove the device from service; however, the customer did not follow these instructions and used the device again. The reported device was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable where they were unable to duplicate the reported disappearing image issue. Once connected to a test video monitor and blade, it was found that the image displayed was stable and clear with good color rendition. Since the customer received a replacement smart cable and there are no repairs available for the device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was flexed. The procedure was completed with another video laryngoscope, which was made available for use within three (3) seconds. No harm to the patient or user was reported.